Manufacturer narrative:
The field service engineer found an issue with the main pump head and replaced the gear pump. Quality controls were performed that passed.

Event description:
There was an allegation of a questionable troponin t result from the cobas e 801 module. The initial result for two samples was 83 pg/ml and was reported outside of the laboratory. The doctor complained that the results did not correspond to the patient's condition. The repeat results were <7 pg/ml. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.